Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Left side device information: serial number (B)(4); right side device information: serial number (B)(4): affected side not provided. Initial reporter name and address: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.